Event description:
Spontaneous; spoke to patient's mother for monthly remodulin consult, she said patient has one extra cassette mixed on (B)(6) 2021 and never used it yet because the top part of cassette was leaking a little when placing upside down but not when it's in right position. She said it doesn't leak too much but only a little amount when placing upside down. She did not provide lot number. No; further information provided. Did the reported product fault occur while in use with a patient? No; did the product issue cause or contribute to patient or clinical injury? No; is the actual device is available to be returned for investigation? Yes; did we replace device? Yes. Reported to (B)(6) by pt/caregiver.